Event description:
It was reported that during a lead revision when connecting a new lead to this device undersensing and high thresholds were seen. Good values were noted with a pacing system analyzer (psa). A new device was thus used with no issues. The device was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the impact code.

Event description:
It was reported that during a lead revision when connecting a new lead to this device undersensing and high thresholds were seen. Good values were noted with a pacing system analyzer (psa). A new device was thus used with no issues. The device was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier and implant date.

Event description:
It was reported that during a lead revision when connecting a new lead to this device undersensing and high thresholds were seen. Good values were noted with a pacing system analyzer (psa). A new device was thus used with no issues. The device was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a lead revision when connecting a new lead to this device undersensing and high thresholds were seen. Good values were noted with a pacing system analyzer (psa). A new device was thus used with no issues. The device was returned. No adverse patient effects were reported.